Event description:
A consumer called to report that he has been experiencing blurry vision following intraocular lens implant surgery. He was seen by a retinal spec and is being treated for "swelling". He reports that his surgeon provided with a prescription for spectaches, but wearing glasses has not improved his vision. Additional info has been requested from the implanting surgeon.